Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that both the grip open and close cables were frayed at the distal idler pulley. The frayed strands were sticking out at the wrist, and one strand was 0.289 in length. The other cables at wrist were not damaged. The pulley exhibited no damage. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire at the wrist of the prograsp forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.